Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have dropped insulin pump on the ground causing it to crack, as a result, insulin pump has malfunctioned. Customer's blood glucose was 280 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a cracked end cap. The insulin pump had a scratched display window, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.